Event description:
It was reported via voluntary medwatch that the patient presented with right ventricular lead dislodgement. The rv lead was explanted. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145481.